Event description:
It was reported that the patient did not have concerns with their device or therapy. An appointment date of 2015 (B)(6) was referenced. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the programmer and implantable neurostimulator recharger (insr) did not connect since about (B)(6) 2015. The patient last recharged about 3 weeks prior to the report and last felt stimulation on the friday prior to the report. During the report, the patient was able to connect with the insr and got 8 coupling boxes, but then it went down to 4 coupling boxes. The patient stated the insr said it was working, but it was not charging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).